Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer was unable to clear the alarm. Customer's blood glucose was 412 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump passed the functional testing and the operating currents were within specification. The pump had intermittent button response on the act button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a stained end cap sticker.